Event description:
It was reported that "after implantation of the device one month and a half ago, the distal screw broke in 2."

Manufacturer narrative:
Device is not available. If the device or additional information becomes available, it will be reported on a supplemental report.